Manufacturer narrative:
Associated medwatches: (other patient reported separately) manufacturing site evaluation: no product for investigation available. Investigation - investigation is not possible because no product available. Pictorial documentation - there was an x-ray provided. The x-ray showed likely cyst formation in the endplate, and it had been progressing as time goes by. Batch history review - the device history file has been checked and found to be according to our specifications valid at the time of production. No similar incidents have been files with products from these batches. Conclusion and root cause - based on the information available it is not possible to determine a root cause for the failure. It could be possible that the failure is patient/usage related. Rationale - after internal discussion of this case with the persons responsible in research and development (r&d) and marketing, the root cause may be a certain pre-damage to the end plate cartilage as trigger. Furthermore, a literature article and relevant medical report were noted. In this report, expects show that the main cause of cyst formation on the vertebral body are a combination of 2 main influence factors: micro-movements between implant and cartilage, and a not ideally placed implant betweeen the vertebral body.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with a t-space implant. The physician reported several patients that experienced mal-union. The patient was initially implanted on (B)(6) 2019. Sometime later, an x-ray image showed cavity-like findings in the vertebral endplate. It was stated that this was most likely cyst formation and it had progressed over time. The patient does not have any medical history or factors that could contribute to this event (such as hemodialysis). The patient has not been exhibiting any symptoms as a result of this event and post-operative prognosis has been good. There was no revision planned due to this issue. (Additional patients reported separately).